Manufacturer narrative:
The pod was received undeployed. Timeouts and drive stalls were noted in the data. The initial position of the ratchet gear was not as rotated as expected for a pod that had delivered 63 pulses. The ratchet gear had not rotated enough to release the release bar and deploy the needle mechanism. The pod was reset, and made to undergo priming and a bolus without any timeouts, drive stalls, or pulse width increases. A root cause for the reported event could not be determined. Some of the threads on the lead screw were somewhat worn. No resistance was noted when unscrewing the tube nut from the lead screw. It could not be determined when this damage occurred or if this damage was related to the reported event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible.